Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) pulled out during the 2nd step. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. Scar tissue was not present in the vicinity of the puncture site. ¿little¿ vessel tortuosity was noted. The product was noted to have been stored as instructed per labeling. The mynx vcd was prepped according to IFU instructions. The device was purged of air during prep. The balloon did not lose pressure. Manual compression was applied for less than 30 minutes to achieve hemostasis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle and the advancer tube was separated from the catheter. The balloon of the returned device was visually inspected, and the results revealed that there was very little saline in the balloon. This indicates that the device may not been purged of air during the prep phase. During the investigation, vacuum was drawn from the balloon, then the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also noted to be within specification. A device history record (DHR) review of lot f1735501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device due to condition in which it was received. However, the exact cause of the reported incident could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrectly following the mynx instructions for use (IFU) as evidenced by the small amount of saline in the balloon, which can result in the reported failure during the procedure. The mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the prep phase and excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1735501 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) pulled out during the 2nd step. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. Scar tissue was not present in the vicinity of the puncture site. ¿little¿ vessel tortuosity was noted. The product was noted to have been stored as instructed per labeling. The mynx vcd was prepped according to IFU instructions. The device was purged of air during prep. The balloon did not lose pressure. Manual compression was applied for less than 30 minutes to achieve hemostasis. The vcd will be returned for analysis.